Manufacturer narrative:
Integra has completed their internal investigation on october 9, 2017. Results: evaluation of returned device; the insulating sheath is damaged on distal part of the tube (2mm from the hook). A thorough observation of the area with a microscope show insulating sheath burning. There is no burn on the tube length. The hook is distorted. No material or manufacturing defect has been found. DHR review; no anomalies that could be associated with the complaint were observed complaints history: including this complaint, the complaint rate for product family monopolar hook for the past 12 months is 0,000264% complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of 0,000277% complaints / product uses for the prior 13-24 months. Conclusion: the most probable cause of this event is a contact with another electrical device during use. The IFU provided with the device stipulates that the user should "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition" and recommends "extreme care should be taken when handling instruments with a dielectric coating. Damage to the dielectric coating may result in patient / user injury". The hook distortion is likely due to excessive constraint on the device during use or reprocessing.

Event description:
It was reported that the hook has a sleeve defect. Product was in contact with the patient; however, no patient injury reported and the event did not lead to surgical delay.